Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was dislodged. Therefore, this lead was extracted and replaced with a competitor product. This lead is not intended to be returned to boston scientific for analysis. No adverse patient effects reported.